Manufacturer narrative:
(B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Initial reporter - the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during an emergent stent implantation of a dissociated internal carotid artery, the prowler select plus 150/5cm (606s255x/17381138) microcatheter was intended to be used with an enterprise stent, but the unspecified guidewire became stuck in the microcatheter and could not be advanced. Therefore, the microcatheter and guidewire were removed from the patient and a competitor stent was placed. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product was discarded and is thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information received indicated that the user did not apply excessive force at any time. No further details could be obtained. Initial reporter phone: (B)(6). As reported by a healthcare professional, during an emergent stent implantation of a dissociated internal carotid artery, the prowler select plus 150/5cm (606s255x/17381138) microcatheter was intended to be used with an enterprise stent, but the unspecified guidewire became stuck in the microcatheter and could not be advanced. Therefore, the microcatheter and guidewire were removed from the patient and a competitor stent was placed. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The user did not apply excessive force at any time. No further information could be obtained. The prowler select plus was not returned for evaluation. A review of the manufacturing documentation associated with this lot revealed that two units were rejected and may be associated with the type of failure mode as reported in the complaint. However, the device history record review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Catheter obstructed is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product and concomitant guidewire available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors, including device manipulation and device interaction with the concomitant guidewire, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the results of the device history record review. A review of the manufacturing documentation associated with this lot revealed that two units were rejected and may be associated with the type of failure mode as reported in the complaint. However, the device history record review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.